Event description:
Patient was having evidence of shunt malfunction. Fluoroscopy was used to place lumbar peritoneal catheter successfully. Surgeon turned attention to pseudomeningocele at ventricular-peritoneal shunt site. Cultures taken and wound explored. Valve that had been implanted at earlier date was found by the surgeon to be split and leaking copious amounts of cerebral spinal fluid (csf). This valve was removed by the surgeon and replaced with a new item of the same type. Procedure finished and patient transported to ICU without further incident.